Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power anomaly, motor error alarm and failed battery test. The customer's blood glucose value was unknown. The customer reported the drive support cap to appear normal. The customer stated that the pump was exposed to high magnetic field during travel. The customer declined to troubleshoot for off no power. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The insulin pump powered up properly after battery installation, no blank display, no unexpected off no power, no low battery, no battery out limit and failed batt test alarms during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.